Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility biomedical technician (bmt) reported a dialyzer caused a blood leak. It was reported blood leaked into the machine from a faulty dialyzer. Additional information was requested but was not received to date.

Manufacturer narrative:
Plant investigation: the reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There were two approved temporary deviation notices (dn) reported on the lot which was unrelated to the complaint event. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed. The reported lot number passed pyrogen testing, was within sterilization dosage parameters and passed all release criteria. There is no recall associated with this complaint. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program, in order to assess and improve our products and processes. Capas 2018-0171 (vision systems) and 1141369 (blood leak reduction) are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.

Event description:
A user facility biomedical technician (bmt) reported a dialyzer caused a blood leak. It was reported blood leaked into the machine from a faulty dialyzer. Upon follow-up, the bmt stated an internal dialyzer blood leak occurred at the very beginning of the patient's hemodialysis (hd) treatment. The machine, a 2008t, was used and stated the machine alarmed appropriately with a blood leak alert. Blood test strips were not used as the blood leak was the blood leak was visually noted. The machine was removed from service following the event and acid cleaned and bleached. The patient was utilizing fresenius combi set bloodlines. No damage was noted on the dialyzer prior to treatment. Immediately following the event, the patient was re-setup with new supplies on a different machine and completed treatment without issue. The bmt stated blood was returned and no blood loss was noted. It was confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The dialyzer was no longer available to be returned for manufacturer evaluation.

Manufacturer narrative:
Additional information: b5, d9, h3, h6

Event description:
A user facility biomedical technician (bmt) reported a dialyzer caused a blood leak. It was reported blood leaked into the machine from a faulty dialyzer. Upon follow-up, the bmt stated an internal dialyzer blood leak occurred at the very beginning of the patient's hemodialysis (hd) treatment. The machine, a 2008t, was used and stated the machine alarmed appropriately with a blood leak alert. Blood test strips were not used as the blood leak was the blood leak was visually noted. The machine was removed from service following the event and acid cleaned and bleached. The patient was utilizing fresenius combi set bloodlines. No damage was noted on the dialyzer prior to treatment. Immediately following the event, the patient was re-setup with new supplies on a different machine and completed treatment without issue. The bmt stated blood was returned and no blood loss was noted. It was confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The dialyzer was no longer available to be returned for manufacturer evaluation.